Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, at around 6 pm, patient had suffered a hypoglycemic episode. Patient was on the phone with her sister when her sister noticed that patient's speech became incoherent. Patient's sister called the paramedics. Paramedics measured patient's bg at 38 mg/dl, administered to patient some sugar packages, a peanut butter sandwich and juice and stayed with patient for one hour. Patient reports that prior to and during her ordeal, cgm's sensor had fallen off which could have happened while she was napping, prior to her conversation with her sister. Dexcom has attempted to contact patient several times in order to collect more information around the time of the event but has not been able to reach patient. At the time of her call to dexcom technical support, patient reported that she was feeling fine.